Manufacturer narrative:
On july 21, 2023, mentor received additional information. Mentor became aware that the patient experienced baker grade iii capsular contracture of the right breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 22, 2023, mentor received additional information. Mentor became aware that the patient's prosthesis was replaced with a 480cc mentor memorygel boost breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old hispanic/latino female patient underwent a primary breast augmentation surgery with 415cc mentor memorygel xtra breast implants. Post-operatively, the patient experienced baker grade iii capsular contracture of the left breast and a suspected rupture of her right breast prosthesis, which were confirmed during a physical exam. As a result, the patient underwent bilateral explantation on (B)(6) 2023. This report is for the right implant. Refer to manufacturing report number 1645337-2023-01218 for the contralateral event.

Manufacturer narrative:
On february 03, 2023, mentor completed a visual inspection and leak testing of the returned device. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer's reference number: (B)(4).